Event description:
Pt presents with stroke. To procedural area for cerebral angiogram with thrombectomy. During procedure, medtronic react 68 was utilized and resistance was encountered. The device was removed and the tip of the catheter was fractured. Subsequent cerebral angiography and fluoroscopy located the tip of the catheter at the left ica (internal carotid artery) bifurcation. Unsuccessful attempts were made to remove the tip. CT head w/o contrast. Increasing conspicuity is the very large acute left middle cerebral artery and moderate acute anterior division left anterior cerebral artery distribution infarct. Hemorrhagic conversion with moderate to large acute hematoma centered on the left basal ganglia/internal capsule and insula with mild subarachnoid hemorrhage along the left sylvian fissure. Moderate interval increase in mass effect with increasing left-to-right midline shift from 3 to 8 mm. FDA safety report ID# (B)(4).